Manufacturer narrative:
(B)(4). Date sent: 1/7/2025. B3: unknown, assumed first day of month that complaint was reported. D4: batch#: x96a90. Additional information was requested and the following was obtained: "how did device not work ¿ stuck in between, did device jammed (not fire clips) - yes, did device not feed clips - yes, did device drop or eject clips - no, did device sideways feed clips - no, did device fire malformed clips - no, did device fire scissored clips - no, if other please specify. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, fifteen(15) clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, device was not working. No patient consequences reported.